Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was removed on (B)(6) 2011. The reason for the removal was that the reservoir volume was greater than expected. There was no pt injury. The pt recovered without sequelae. The drug used in the pump at the time of the event was intrathecal lioresal.